Manufacturer narrative:
A customer notified biomerieux that they had a discrepant result when using the vidas® toxo igm test kit. A patient sample was identified as negative for toxo igm. Further testing by a secondary laboratory determined the sample positive for toxo igm. There was a delay of approximately one day in transmitting the result to the healthcare professional. An internal biomerieux investigation was conducted. A review of the batch history record of vidas toxo igm lot 1004792810/170129-0 resulted in no findings of complaints, non-conformances, or capas. Five (5) internal samples were reviewed for 6 different batches vidas toxo igm. (Target : 0.06vt, 0.79 vt, 2.51 vt, 0.85 vt and 1.25 vt). The vidas toxo m lot 1004792810/170129-0 was in the trend of the other observed batches. These 5 internal samples were tested on vidas toxo m lot 170129-0 and lot 170718-0. The results obtained for the internal sera were similar for both batches. The quality product laboratory tested the returned customer sample and confirmed the customer result: vidas toxo igm lot 170129-0 (customer batch): 0.41 vt : negative result. Vidas toxo igm lot 170718-0 (other batch): 0.37 vt : negative result. Vidas toxo igg ii lot 170606-0 : 8 ui/ml : low positive result. Vidas toxo igg avidity lot 170722-0: 0.351 : high. An avidity index higher or equal to 0.300 is strongly in favor of a primary infection dating back over 4 months. To confirm the customer results , the quality product laboratory tested the return sera with toxo isaga and toxo isaga iga. The result was positive for the 2 tests. According to the analysis carried out by our experts, this serum has an atypical profile. It is impossible to rule out a recent infection. It is essential to plan a serological test on a 2nd sampling in 4 weeks. The relative sensitivity of sera from pregnant women who were in contact with toxoplasmosis during their pregnancy is 96.00% (95% confidence interval: 91.43-98.18%). The result of 1 false positive for 1273 kits released, so a sensitivity at 99,99 %, the sensitivity is consistent to the expected performance. Vidas toxo igm lot 1004792810/170129-0 is in the expected performance as written in the package insert.

Event description:
A customer notified biomerieux that they had a discrepant result when using the vidas® toxo igm test kit. A patient sample was identified as negative for toxo igm. Further testing by a secondary laboratory determined the sample positive for toxo igm. When specifically asked, no injury or death happened as a result of this event. The customer did indicate a delay of approximately one day in transmitting the result to the healthcare professional as a result of this event. An investigation has been initiated by biomerieux to investigate this event.

Manufacturer narrative:
A customer notified biomerieux that they had a discrepant result when using the vidas® toxo igm test kit. A patient sample was identified as negative for toxo igm. Further testing by a secondary laboratory determined the sample positive for toxo igm. There was a delay of approximately one day in transmitting the result to the healthcare professional. An internal biomerieux investigation was conducted. A review of the batch history record of vidas toxo igm lot 1004792810/170129-0 resulted in no findings of complaints, non-conformances, or capas. Five (5) internal samples were reviewed for 6 different batches vidas toxo igm. (Target : 0.06vt, 0.79 vt, 2.51 vt, 0.85 vt and 1.25 vt). The vidas toxo m lot 1004792810/170129-0 was in the trend of the other observed batches. These 5 internal samples were tested on vidas toxo m lot 170129-0 and lot 170718-0. The results obtained for the internal sera were similar for both batches. The quality product laboratory tested the returned customer sample and confirmed the customer result: vidas toxo igm lot 170129-0 (customer batch): 0.41 vt: negative result, vidas toxo igm lot 170718-0 (other batch): 0.37 vt: negative result, vidas toxo igg ii lot 170606-0: 8 ui/ml: low positive result, vidas toxo igg avidity lot 170722-0: 0.351: high. An avidity index higher or equal to 0.300 is strongly in favor of a primary infection dating back over 4 months. To confirm the customer results , the quality product laboratory tested the return sera with toxo isaga and toxo isaga iga. The result was positive for the 2 tests. According to the analysis carried out by our experts, this serum has an atypical profile. It is impossible to rule out a recent infection. It is essential to plan a serological test on a 2nd sampling in 4 weeks. The relative sensitivity of sera from pregnant women who were in contact with toxoplasmosis during their pregnancy is 96.00% (95% confidence interval: 91.43-98.18%). The result of 1 false positive for 1273 kits released, so a sensitivity at 99,99 %, the sensitivity is consistent to the expected performance. Vidas toxo igm lot 1004792810/170129-0 is in the expected performance as written in the package insert.